Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer declined to troubleshoot the insulin pump. The customer stated that she believes that her high blood glucose was due to the infusion set issues. No further info was provided.